Manufacturer narrative:
(B)(4). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the treating doctor considered the event life threatening and the invisalign product was being used at that time.

Event description:
The patient reported symptoms of swollen, irritated and sore throat, sensation of throat closing, swollen oral mucosa (cheeks and palate), dryness of mouth and sore and red gums. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient reported taking an anti-inflammatory (unspecified) and an antihistamine (unspecified) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2017 and the patient is currently getting better. The treating doctor considered the event was serious and life threatening to the patient.